Manufacturer narrative:
The device was not returned to olympus for inspection however, the reported failure was partially confirmed by the third-party repair center. Based on the results of the investigation, a probable root cause for interference on picture could not be identified. Device not reproduced. In addition, based on the results of the investigation, the most probable root cause of the reported failure for no vision was traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no vision and exhibited picture interference. The issue was found during inspection for use. There were no reports of patient harm.